Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient is reporting that a link assist plus has misfired and shot a cannula across the room. Caller has 2 link assists and can't remember which one is the faulty one. Both devices requested. No adverse event alleged.